Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer wanted to know if the equipment has an optional function for egc analysis and alarming during postoperative care and cardiac arrest. It was indicated that a patient death occurred while the patient was connected to the mx40 which was connected to the pic ix. No other clinical information or medical intervention was reported.

Manufacturer narrative:
This report was reported under incorrect registration number, please refer to 1218950-2025-000127 for further information regarding this complaint.